Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received."

Event description:
It was reported to vyaire medical that the screen on vela ventilator faded in and out. At this time, there is no information regarding patient involvement associated with the reported event.